Event description:
Procedure: lap gastric bypass. According to the reporter: while stapling across the stomach on the remnant stomach side, the staple line came apart. The surgeon removed a small portion of additional tissue to close the staple line with a new load. Minimal delay in or time was reported.

Manufacturer narrative:
Initial report sent to FDA on 05/14/2009.